Event description:
Catheter was tested prior to insertion. Upon placement in the pulmonary artery, balloon malfunctioned when inflation was attempted. Upon removal it was apparent that the balloon had burst. There were no apparent signs of injury to the pt. A second catheter was tested and its balloon also burst during testing. This is the third report that has been filed and sent to co.